Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 12-mar-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has an infection on his scalp near the left side lead implant. It is unknown if there were any factors that may have led or contributed to the issue. The patient has been seeing an infectious disease doctor and has been using topical treatments, but the infection is not resolving. Surgical intervention is scheduled for (B)(6) 2021.